Event description:
A caller reported receiving two alarms, alarm 2 and alarm 26. The event caused the customer's blood glucose level to exceed 500 mg/dl, with a reading categorized as excessively high. To address this, the customer administered a correction bolus via a pump and did not require third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and then resuming insulin delivery. The customer experienced recurring occlusion issues but declined further assistance, opting instead to handle the situation independently by consistently applying the same corrective actions. The case was subsequently closed by technical support.